Event description:
A medtronic representative reported that the o-arm was brought in to the room after 1.5 hours of the patient being prepped for surgery. The images from the first fluoro shot would not transfer to the navigation system and the o-arm would go into stand-alone mode. After four attempts at rebooting the o-arm, the issue was not resolved and the surgeon decided to close the patient and send the patient to the ICU intubated. The surgery was rescheduled for another day and was reported to be a success with no impact to the patient.

Manufacturer narrative:
The correct FDA product code was provided.

Manufacturer narrative:
The patient demographic information is provided. The mvs cable was returned to the manufacturer for evaluation on (B)(4) 2012. Broken wire in lemo connector. The cable was found to be damaged and directly caused reported event.

Manufacturer narrative:
A medtronic representative replaced the o-arm system's mobile viewing station (mvs) interface cable. After replacement of the cable, the system functioned properly. System repaired and fully functional.